Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with the reported event was not returned for evaluation. The investigation could not verify the reported event or determine root cause without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total hip replacement, the pinnacle cup inserter snapped at the handle and fell apart during the cup insertion. Another set was outside the room and used, surgical delay of 2 minutes no patient consequences. All items retrieved and a clean break ion the back of the handle. A circular fracture is near the coupling knob on the back of the inserter. Additionally during a total knee replacement the next day the impactor handle fractured at the latch during the tibial tray impaction along with a sz5 fb articulating surface snapped at the mid-line during removal. The instruments weren't malused, no surgical delay as there are two of each in every set no patient consequences, during an spd inspection a sz6 10 mm shim was noted to have a hairline crack near the metal bearing. All items being returned for replacement.